Event description:
Physician was using the stryker pi drive drill with the perforator attachment to create a burr hole in the skull during a routine craniotomy surgery. While creating the burr hole, the perforator (lot number 10493) did not stop as it is supposed to. Physician recognized what was happening, and was able to stop it before damage was done to the patient's brain.